Event description:
The customer reported that insulin squirted out during the manual prime process. The blood glucose reading was 137mg/dl. The caller stated that insulin kept dripping after the motor stops. The customer also mentioned that the device alarmed and was stuck on the prime loop. Advised that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an alarm as a result of a loose drive support disk. The device was returned with missing end cap sticker.